Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 2.

Event description:
Impossible to insert the sleeve into a 2.0 mm incision. No patient impact. No product returned.